Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The pt reported she went to the hosp and upon arrival she was hospitalized for diabetic ketoacidosis. She was treated with fluids intravenously. The pod was removed and discarded. She also stated that she changed the date and time in the pdm setting on the day of the hospitalization.